Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock during post-exercise stretching due to t wave oversensing and r wave reduction. During a clinic follow up, the automatic set-up was performed and all three vectors passed, and the device choose secondary. However, after acquiring vectors in different position and during provocative maneuvers it has been decided to maintain primary vector. This s-ICD remains in service. No adverse patient effects were reported.